Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.